Event description:
Customer reportedly received the following results on the performa system: within 10 minutes: 48 mg/dl and 309 mg/dl. Also within 10 minutes: 60 mg/dl and 104 mg/dl. The comparisons were taken at separate times. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.